Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for unknown reason on (B)(6) 2020. Customer reported that there was problem with reservoir lip ring. Reservoir was able lock in place. Customer did the self test. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.